Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the articulation lever was separated from the instrument. The plastic articulation shaft appeared to have been over torqued. It was reported that the articulation lever was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if excessive torque was applied to the articulation lever. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the instrument experienced multiple issues prior to patient use, the articulating knob cracked and broke after the reload was loaded, and the surgeon attempted to articulate the device before entering the patient. The broken part disengaged, but no pieces fell into the patient cavity. It was noted that the handle was not used on the patient. A new handle was immediately opened to replace the broken one, and the case continued without any other issues. There was no patient involved.